Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and insulin squirt out instead of drip. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack on the outside of reservoir area, unexplained no delivery alarm, grinding louder and low battery. Customer reported that reservoir was the cartridge ever loose or not secure. The insulin pump will not be returned for analysis.